Event description:
The field engineer noted that the system was unable to perform fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber pcb, interconnect cable and system switches were evaluated and replaced. The system was tested, found to be working as intended and put back into service.